Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows." Date: (B)(6) 2011, inratio: 1.9, 2.0, lab monitor: 2.7, lab draw: 3.3. Therapeutic range: 2.0-3.0. Tester reported at 8:30am, his meter read 1.9. One hour later, he went to the lab and his meter read 2.0 while the lab monitor read 2.7; 10 minutes later, he got a lab draw and the results were 3.3.